Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a high fever and was admitted. Blood cultures were positive for staphylococcus infection. Antibiotic treatment was necessary. An echocardiogram also showed three small tricuspid valve vegetations. The device and leads were explanted and a temporary pacing lead was placed for pacing support until a new system is implanted. No further patient complications have been reported as a result of this event.